Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote merlin.net transmission. The patient was then brought into clinic. Upon interrogation, it was discovered that the right ventricular and left ventricular leads had dislodged. Revision procedure occurred on (B)(6) 2019, where the left ventricular lead was repositioned and the right ventricular lead was removed and replaced. The patient was doing well and was discharged post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.